Manufacturer narrative:
Device received with all operating currents within specification and passed a21 error test, displacement test and rewind test. No unexpected rewind/noise anomalies noted. No unexpected a21 alarm anomalies noted. No unexpected missing segment/partial display anomalies noted. No unexpected lost setting were noted. Device received with stripped battery cap coin slot(p), cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. No unexpected rainbow screen were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had damage on the display and make it hard to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump rewind slower than it had in the past, battery cap was tricky, lost insulin pump settings. The insulin pump will not be returned for analysis.